Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that leakage occurred during use with a 3ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "leakage where the syringe and needle connect. Pr 2 of 2: this pr is for the syringe. Caller reported leaking where the syringe and needle connect. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - unavailable. Did issue cause any injury? - no. ¿ did customer require medical intervention? - no ¿ is product manufactured by bd? - yes, sample is not available for investigation. Resolution - caller was able to successfully fill a cartridge. No further action required."